Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag monitor alarmed with an m4 alarm - pump not recognized and a no flow alarm on (B)(6) 2022. The centrimag console was completely black at this time. The patient was still receiving flow from the centrimag pump. The equipment was switched to the backups and the console was removed from service. There were no further issues after exchanging the console. The patient remained on centrimag support. Console MFR # 3003306248-2022-11566.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of alarms correlating to motor and flow issues were confirmed via the log file extracted from the returned centrimag console during testing (serial number (B)(6), related manufacturer report number 3003306248-2022-11566). On the reported event date, 03jun2022, the system was operating at ~4400 rpm / 4.5 lpm. At 00:47, an s3 alarm correlating to an ifd_shutdown sub-fault was observed. Due to this event, the pump speed fell to ~3000 rpm and was unable to be set to higher speeds, and the flow value became blank. An m4: motor alarm, an m5: set speed not reached alarm, and an f2: flow signal interrupted alarm were also observed within this timeframe due to the sub-fault. The set speed was observed to have been changed a few times; however, the speed kept dropping to ~3000 rpm due to the sub-fault. The system was observed to have been manually shut down on 03jun2022 at 1:51 and was not observed to have been in patient use throughout the remainder of the data. The reported blanking of the console¿s screen would have also occurred due to the observed ifd_shutdown sub-fault. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot and at the ppe department and was found to perform as intended, even when the motor¿s cable was manipulated by hand. Although atypical events were unable to be reproduced throughout all testing, the motor was scrapped as a result of the log file findings, and the customer was provided with a replacement motor. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I-2nd generation centrimag primary console alarms and alerts" contains a list of console alarms and alerts, including system, motor, and flow alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.